Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that on (B)(6) 2015 the patient noticed like something had bitten them and they noticed it in their hair. On (B)(6) 2015 it became worse and on (B)(6) 2015 it was behind their ear. They went to their doctor on (B)(6) 2015 and were diagnosed with shingles. The urgent care doctor thought the shingles was caused by their spinal cord stimulator (scs) device. The patient had been taking medication and the shingles was going down but there was still some soreness present and on the day of the report it was really sore in the patient's "pimple". The patient was seeing their doctor on (B)(6) 2015 because the shingles were getting close to their eye and their eyes were very red and swollen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient on (B)(6) 2015 stating that they had seen their doctor on (B)(6) 2015. It was noted that they had received treatment and the shingles had resolved. Another response was received from the patient on (B)(6) 2015 stating that the patient had seen a physician at urgent care and had seen a dermatologist two weeks later. It was reiterated that they had received treatment for the shingles and that they had resolved. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the urgent care doctor reported that they never told the patient that the shingles were related to their device. However, they did tell the patient that the shingles might be related to the patient's stress. The doctor did not see any reason that the shingles were related to the device.